Manufacturer narrative:
(B)(4) review of cta¿s from approximately 5+ years post-implant revealed that a talent bifurcate was positioned approximately 15mm below the sma. Films were non-contrast therefore visualization of the renal arteries was difficult, measurements were approximate, and any endoleak and stent graft patency could not be assessed. The bifurcate proximal od was 29mm. The infrarenal neck was calcified and angulated; the aortic body was angulated 75 degree l-r and 50 degree a-p relative to the limbs. The bifurcate ipsilateral limb and talent ipsilateral extension were placed into the right common iliac artery; the distal extension limb measured 24mm. The contra limb and extensions were placed into the left common iliac; the distal aneurx left limb measured 29mm in diameter. The max diameter aaa measured 7.3cm. No obvious stent graft issues were observed. Review of cta¿s from approximately 7 years post-implant revealed that the bifurcate was positioned just below the lowest right renal; 2.5cm below the sma. The proximal stent graft od was 29mm, there was no remaining proximal seal length, and there was contrast seen outside the stent graft from a likely proximal type I endoleak. The aortic body was angulated 75 deg l-r and 45 deg a-p relative to the limbs. The max aaa diameter was 7.7cm. Both limbs were patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined. The patient anatomy at implant is unknown, and earlier post-implant films were not available for comparison. The possible cause may be due to lack of a proximal seal caused by disease progression; no proximal neck length and high neck angulation.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was in for a routine follow up, a CT was done and it showed a proximal type I endoleak. The patient will be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)